Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the filter "pressure chamber isolation membrane" of a prismaflex m100 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This report is a duplicate of manufacturer report number 8010182-2025-00618. All information can be found under manufacturer report number 8010182-2025-00618. Should additional relevant information become available, a supplemental report will be submitted.